Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a routine test, the "mdu powermax elite shaver" presented a motion lock and had the power cord connector damaged. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.